Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2022-00777. Additional information was received wherein the leads were explanted and replaced and effective therapy was established.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2022-00777. It was reported that patient experienced ineffective therapy. X-rays showed that the leads had migrated. In turn, surgical intervention may take place at a later date to address the issue.